Event description:
Physician tried to use product to cannulate artery for emergency pt. Unable to thread guide wire even though physician had immediate flash of bright blood. Tip was crimped and ragged. Product removed from pt. Md states this has occurred before.